Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 300mcg/day) via an implantable infusion pump. Indication for use was intractable spasticity and post spinal cord injury. A pump and catheter replacement took place on 2015-(B)(6). During implant of the new catheter, the catheter was placed in the spine but there was no cerebrospinal fluid (csf) flow. The catheter was aspirated and there was still no csf flow. The doctor suspected the catheter did not go intrathecal on the first attempt; it was suspected that the catheter went epidural. It was suspected that nothing was wrong with the catheter. However, due to the catheter being retracted through the spinal needle, the doctor asked for a new catheter kit. The catheter was never implanted and was discarded by the customer. A new catheter was opened and implanted with good csf flow at all points of the procedure. The issue was resolved and the patient's ftherapy was restored. There were no patient symptoms. Patient status at the time of the report was alive with no injury.